Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported from the patient that their hcp told them they would be getting surgery done on his neck because the stimulator was not working like it was supposed to, there was a therapy issue. The hcp was going to place some part of the device in patient's neck (patient confirmed he meant the lead) so that the stimulator starts doing what it's supposed to do. No further complications were reported/anticipated.